Event description:
Major pump unit(s) involved: external control system failure;bent pins.specific component(s) involved: external controller malfunction;pm cable-also bent pins.causative or contributing factor: patient's error in caring for system.intervention(s): replacement of external controller.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction; other component malfunction, specify.